Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-00597, for a description of the other device. It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.